Event description:
Medtronic received a report that the tip end of the stent had difficulty opening. The patient was undergoing surgery for treatment of a saccular, unruptured, internal carotid artery (ica) ophthalmic artery segment aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone diameter was 4.3 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was aneurysm retention. It was reported that after the stent was advanced to the m1 segment, it was found that the tip end could not be opened during deployment. Despite two recapture attempts, increased tension, and further advancement of the stent, it still failed to open. The tip end showed poor wall apposition, and intraoperative angiography revealed thrombosis. For patient safety, the decision was made to remove the stent. No patient symptoms or complications associated with this event were reported and are unknown. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There was failure to open in the distal section. The distal section of the pipeline was positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. It is unknown if the pipeline was removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.